Event description:
Implants placed 9/12/77. Problems started 11/78, with discomfort, redness, pain, heat, itching, and hardness in right breast. Symptoms continued off and on for 13 yrs. Penicillin usually helped. Devices removed (right capsule also) 4/23/91, and replaced by another co's devices. New implants were placed under muscle this time. Rptr still has some itchiness and discomfort on right side and has several lumps in right breast. One lump was biopsied 5/5/92. Rptr is very concerned. (Same rptr as 1002792.)